Event description:
It was reported that during follow-up in clinic, the patient presented with failure to interrogate on their advisory pacemaker. Device explant was planned, but no information about intervention was reported. There were no patient consequences.

Manufacturer narrative:
Correction: h6 (investigation findings code).